Event description:
During an in clinic follow up, post paced t- wave oversensing was observed on the device after receiving adequate high voltage (hv) therapy. Technical services was contacted and recommended reprogramming. The device was reprogrammed to resolve this event. The patient was stable.